Event description:
It was reported that the patient presented to the emergency room due to fatigue. X-ray revealed that the lead was on the tricuspid valve and no capture was present. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.